Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 32 minutes after starting hemodialysis with an ak 96 machine, the patient¿s blood pressure dropped (no value provided), their skin was ¿cold and wet" and they experienced abdominal pain. It was reported the ¿machine was shut down in advance to return blood¿. The blood pressure was remeasured at 88/52mmhg. According to the reporter, the patient's weight dropped by 1kg compared to dry weight and ¿the machine ultrafiltration was inaccurate¿, which ¿caused the patient developed severe hypotension and muscle spasms¿. Treatment was stopped. No additional information is available.

Manufacturer narrative:
H11: the device was not received for evaluation; therefore a device analysis could not be completed. However, the device was calibrated with no further issues reported. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.